Event description:
Following a stent procedure, a hemostatic device was placed: however, hemostasis was not achieved. Manual pressure and another device were utilized, yet the pt continued to have an expanding hematoma and pain in her right groin. The pt was sent to the operating room for exploration of her groin; evacuation of the hematoma and repair of the common femoral artery were performed. The collagen was found to be extra-arterial and the anchor was positioned such that one end was intra-arterial and the other end was extra-arterial. The pt tolerated the procedure well. She was discharged home that day without further incident.